Manufacturer narrative:
A complete lead was returned for analysis in two pieces measuring 12.7 cm (connector portion) and 52.0 cm (distal portion) with an extraction tool inserted in the inner coil lumen. Visual examination found procedural damage to the connector portion in the form of an insulation cut from 6.2 cm to 8.2 cm from the connector pin and procedural damage to the distal portion in the form of insulation damage 49.1 cm from the distal tip, suture sleeve tie down impressions 34.4 cm and 34.6 cm from the distal tip, and electrocautery damage at 8.3 cm from the distal tip. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of insulation damage was confirmed and attributed to procedural damage and the reported event of noise was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right ventricular lead had a history of noise. The physician alleged insulation damage and explanted and replaced the lead. The patient experienced no adverse consequences.